Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead revision procedure wherein leads were replaced with paddle lead. The patient was doing well post-operatively. The explanted leads will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5114315.